Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended and would no longer charge. During the ipg replacement procedure, the physician was unable to get the lead to enter into the ports of the new ipg as the lead tails were defective. The physician opted to replace both the ipg and lead, and the patient was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. (B)(6).